Event description:
It was reported that on an unknown date reamer shafts were bent at the tip after reaming. Reamer heads would not snap on. Staple was used and released early whenever we tried to mallet staple gently while drilling line to line, 7.5 x 95 x 2 screws had no purchase and the tip seemed to break off while insertion. We did not predrill. Staple, and screws were not charged to patient and still implanted. There were 3 mins of surgical delay. There was no patient outcome.